Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the severely calcified right coronary artery. A 2.75 x 112 synergy ii stent was advanced however; the stent came off inside the patient's body. A balloon was used to crush the dislodged stent into the vessel wall since it was not feasible to remove without risking further damage to the vessel. No further complications were reported.